Manufacturer narrative:
H.6. Investigation: the actual product nor photo representation was provided. However, a review of the device history record (DHR) for the reported lot was performed and there were no issues found for missing lids. A review of non-conforming material report (ncmr) was performed for the last twelve months and no ncmr¿s were reported for missing lids for the same part number. There was one additional complaint recorded for the same part number in the last twelve months for this lot. The lot was confirmed produced after implementation of corrective actions. A weight system that provides a weighted label for each final box before shipment. The weighing system has already been implemented for this product to ensure the correct quantity of pieces per box before shipping. Without the weighted label from the outermost box a root cause cannot be confirmed at this time. The possible root cause was repackaging for partial sales by a distributor. Unfortunately, the original packaging and weighted label is required to identify or confirm this issue. Based on these findings, our investigation is inconclusive. H3 other text : see h.10.

Event description:
It was reported that 11 sharps coll canada 3.0l yellow were missing lids. The following information was provided by the initial reporter: " we have a box of item no: 010678 bd sharps container yel 3.0l, there are 11 units came without lids. Can you please send us the lids. "

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 11 sharps coll canada 3.0l yellow were missing lids. The following information was provided by the initial reporter: "we have a box of item no: 010678 bd sharps container yel 3.0l, there are 11 units came without lids. Can you please send us the lids."